Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the clips could not be fed after multiple activations of the trigger. The instrument was disassembled in order to evaluate the condition of the internal components and the feed link was found to be damaged; this condition did not allow the clips to be fed into the jaws. However, no conclusion could be reached as to what may have caused the damages at the feed link.

Event description:
It was reported that during an unknown procedure, the clips are stuck in the applier at the first ligation. Clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.